Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 28.3 months due to the elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. Another guidant crt-d was subsequently implanted.

Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 28.3 months due to the elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.

Manufacturer narrative:
Event conclusion upon receipt at guidant's reliability assurance laboratory, the device had a battery status of end of life (eol) with a monitoring voltage of 2.55 volts. Using device programming and therapy history to determine the minimum expected longevity for this ICD, we confirmed that the device met the longevity expectations. Pt code: 2199 - not labeled. Device code: 2584 - not labeled.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 28.3 months due to the elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis. New information received indicates that the patient has contacted us regarding receiving warranty credit on his device. The device was unfortunately not returned in time and thus is not eligible for warranty credit.

Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 28.3 months due to the elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. Another guidant crt-d was subsequently implanted.